Event description:
A peritoneal dialysis (pd) patient¿s contact for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that the patient had the catheter pulled due to an infection. Upon follow up, the pdrn reported the patient presented to the outpatient home dialysis clinic with abdominal pain, cloudy effluent fluid and exit site discharge (purulent drainage). The patient was referred to the emergency room (ER) where a peritoneal effluent fluid culture and cell count were collected. The patient was formally admitted and diagnosed with peritonitis and an exit site infection. The patient¿s pd catheter (not a fresenius product) was surgically removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was placed. The patient was transitioned to hd for renal replacement therapy (rrt) and underwent hd therapy on (B)(6) 2023 and again on (B)(6) 2023 without difficulty. The patient was treated with intravenous (IV) vancomycin and ceftazidime (dose, duration, frequency not provided) to be given during hd therapy. The patient was discharged on (B)(6) 2023 in stable condition and began outpatient hd on (B)(6) 2023. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s antibiotics were continued. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient is recovering from the serious adverse events and will likely return to pd once the patient¿s abdomen has healed. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.